Event description:
It was reported that the asymptomatic patient presented in hospital for lead evaluation. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.